Event description:
New information received states additional post-paced t-wave oversensing episodes were observed on a recent merlin transmission. New programming changes were made. Evaluating the electrolyte imbalance was also recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Patient was stable before, during and after the event. Device remains implanted.